Event description:
It was reported that intermittent occlusion alarms occurred. Despite these issues, there was no adverse impact on the customer¿s blood glucose level as their bg did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set, cartridge, and resuming insulin.